Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
H11 corrected data: d1 g1 h6.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.